Event description:
The pt experienced pain. Revision surgery revealed breakage of the patellar component. The bone cement was also removed at this time.

Manufacturer narrative:
Eval of this event can not be performed as the device has not been returned to co but rather has been retained by the dr. Attempts to obtain the device and/or device info have been unsuccessful. It is noted that the patellar component was used with another co's prosthesis. Co does not recommend the use of a knee component together with those of another knee system since dimensional compatibility may be compromised.